Event description:
The surgeon attempted to insert a aq2010v three piece silicone lens. The lens trailing haptic cought in the cartridge makint it difficult to advocate the lens and the haptic kinked. No pt contact or injury.